Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. According to the information received the guide wire was found broken during surgery. When the surgeon completed drilling, he found that the guide wire had been broken at the anterior cortex. The surgeon tried to remove the fragment of the guide wire, but only the near part of the fragment could be removed, and rest of the fragment remained. The surgeon gave up removing the remained fragment because the cortex bone had damaged heavily while he trying to remove it. The surgeon inserted another guide wire and drilled and inserted the screw successfully. Before the surgery, it was scheduled that 2 screws would be inserted, but the surgeon inserted only 1 screw due to this event. The surgery was completed successfully within 30 minutes delay. The surgeon commented that he understood that the guide wire was easy to bend and break, but he requested that the strength of the guide wire becomes stronger. The visual inspection confirmed that the tip of the guide wire is cut off. Approx. 18mm of the tip section is missing, only a tip fragment of approx. 7mm was returned together with the remaining guide wire shaft for investigation. In addition, the shaft of the guide wire shows fretting marks and the front part is bent. Dimensions were checked and found to comply with the specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The lcp t-plate is made from of stainless steel (316l / 1.4441) per iso-5832-1. As part of our quality process all devices are manufactured, inspected, and released to approved specifications. The complaint condition is confirmed as the guide wire is damaged; based on the visual appearance of the returned guide wire, it must be assumed that the tip has been cut off by the reamer during surgery. There were no issues during the manufacture of this product that would contribute to this complaint condition. This complaint condition is likely a result of method of use. Lateral strain during use might have caused a slight bending of the guide wire and foster the reamer to cut into the wire. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Device history lot part # 292.623s, lot # 7l14159, release to warehouse date: july 31, 2020, expiry date: july 01, 2030. Device was first manufactured unsterile under the lot l151440 in balsthal and sterilized afterwards. As this complaint is neither packaging nor sterilization related only the manufacturing documents of the unsterile device 292.623 with lot 58p8240 were reviewed: part: 292.623 , lot: 58p8240, manufacturing site: balsthal, release to warehouse date: june 30, 2020. A manufacturing record evaluation was performed for the finished device lot number, 58p8240 and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b5: updated information provided for reporting. D9: part returned. D11: concomitant product added to complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated concomitant device: part: 04.226.219s, unk qty.1 (hcs ø2.4 self-drill cann l19/4 tan).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the open reduction internal fixation (orif) surgery for left radius head fracture. During the surgery, after the surgeon inserted the guide wire, the surgeon started to drill. When he completed drilling, he found that the guide wire had been broken at the anterior cortex. The surgeon tried to remove the fragment of the guide wire, but only the near part of the fragment could be removed, and rest of the fragment remained. The surgeon gave up removing the remained fragment because the cortex bone had damaged heavily while he trying to remove it. The surgeon inserted another guide wire and drilled and inserted the screw successfully. Before the surgery, it was scheduled that two (2) screws would be inserted, but the surgeon inserted only one (1) screw due to this event. The surgery was completed successfully within thirty (30) minutes surgical delay. No further information is available. Concomitant device reported: drill (part# unknown, lot# unknown, quantity 1); screws: trauma (part# unknown, lot# unknown, quantity 1); insertion instruments: trauma (part# unknown, lot# unknown, quantity 1). This report is for one (1) 1.1mm non-threaded guide wire 150mm. This is report 1 of 1 for complaint (B)(4).